Event description:
It was reported to boston scientific corporation that a gold probe device was intended for use during a colonoscopy procedure for hemostasis. According to the complainant, the probe was going to be used to stop a bleed. During preparation for the procedure, it was discovered that no energy was getting to the gold probe device. Using the same generator and adaptor cable, they used a second gold probe device to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The reported complaint was able to be confirmed. The returned device showed no anomalies during visual inspection. However, the device failed electrical testing, as there was no proper current transmission to the ceramic tip. An x-ray of the device showed that one copper wire was detached from tip. Upon dissection of tip assembly, one copper wire was found sheared and detached from gold band transition step ceramic tip. The most probable root cause is manufacturing. Further investigation of this issue is ongoing.

Event description:
It was reported to boston scientific corporation that a gold probe device was intended for use during a colonoscopy procedure for hemostasis. According to the complainant, the probe was going to be used to stop a bleed. During preparation for the procedure, it was discovered that no energy was getting to the gold probe device. Using the same generator and adaptor cable, they used a second gold probe device to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.